Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer also reported that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer had woken up with a blood glucose level of 258 mg/dl. They tried to correct with a bolus form the insulin pump the blood glucose would not go down. The customer's blood glucose level at the time of admission was 600 mg/dl. The customer had symptoms of slurring, fatigue, and was feeling clammy. They were treated with intravenous therapy and manual shots. They were wearing the insulin pump at the time of the hospital. Troubleshooting was performed. As per the customer's request, the device will be replaced and returned for analysis.